Event description:
Information received with return of the explanted device notes the patient had complete av block, junctional escape in the 40's and sinus brady-tachy. The lead was replaced due to an "insulation defect".~~~~~